Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep reported, hip was making noise. Surgeon reported metallosis.

Manufacturer narrative:
A review of the device history records showed that the product was manufactured in 2005. An event regarding audible noise involving a ceramic head was reported. The event was not confirmed. Device evaluation and results: visual inspection: a visual inspection was carried out by a material analysis engineer noted the following; "the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The articulating and distal surfaces of the head showed metal transfer markings and wear scars were observed on the head. The taper of the head is shown in a continuous metal transfer ring was observed at the proximal end of the taper, indicating proper seating between the head taper and stem trunnion." Dimensional inspection not performed as this event does not represent a dimensional related issue. Functional issue: not performed as this event does not represent a functional issue. A material analysis has been performed. This reported concluded "metal transfer markings and a wear scar was observed on the head. Damage consistent with the explantation process and impingement were observed on the shell. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Stryker orthopaedics conducted an investigation to evaluate reports of audible noise during motion involving trident ceramic bearing systems. An analysis of the overall complaint data, and additional information concerning this evaluation is documented in a CAPA. In the CAPA, stryker orthopaedics determined that the root cause of squeaking is associated with repetitive edge loading of the femoral bearing against the edge of the ceramic insert. Edge loading, the mechanism by which a wear scar (stripe wear) is generated on the ceramic bearing surfaces, is primarily associated with impingement, joint laxity, and implant orientation. Stryker orthopaedics created separate and distinct surgical techniques, one for the trident psl shell and one for the trident hemispherical shell in order to clarify the different reaming techniques recommended to achieve initial fixation. In addition, language was added to instruct users to check shell position/orientation and to assess impingement during range of motion checks. Corrective actions were fully implemented as of september 2009. Further information such as pre- and post-operative x-rays, patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened.

Event description:
Sales rep reported, hip was making noise. Surgeon reported metallosis.